Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The 2 most distal stent strut rows were damaged. The od (outer diameter) of the remaining undamaged section of the crimped stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50 x 32 synergy¿ drug-eluting stent was advanced but resistance was encountered and the device failed to cross the lesion. The device was removed from the patient' body and the mounted stent was found to be lifted. The procedure was completed with another 2.50 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.50 x 32 synergy¿ drug-eluting stent was advanced but resistance was encountered and the device failed to cross the lesion. The device was removed from the patient's body and the mounted stent was found to be lifted. The procedure was completed with another 2.50 x 32 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.